Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a software error detected error alarm. The customer stated that they were able to cleared the alarm, but did not received the request to rewind the insulin pump. The customer reported hal software error detected alarm in alarm history. The customer performed self test during troubleshoot and it did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump had a software error detected error alarm. The customer stated that they were able to cleared the alarm, but did not received the request to rewind the insulin pump. The customer reported hal software error detected alarm in alarm history. The customer performed self test during troubleshoot and it did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.